Event description:
Dealer advised chair veers to the left and after a couple of minutes chair goes back straight and drives fine.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.